Manufacturer narrative:
Computer was swapped per RMA, waiting on the suspect computer to be returned to mnav for evaluation. No impact on patient outcome reported.

Event description:
A medtronic ent representative reported the system froze during navigation while in an ent case. The medtronic representative had to do a hard computer shutdown and reboot the system which resolved the issue. The surgeon was able to continue the case with the use of the navigation system. There was no impact on patient outcome.